Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. It was reported that the stent was found on the table in the sterile field. In this case, it is possible that inadvertent mishandling may have occurred during sheath/stylet removal or preparation of the device, causing the reported stent dislodgement; however, this cannot be confirmed. In addition, it was reported the device was advanced to the target lesion; however, there was no stent on the balloon under fluoroscopy. It should be noted in the omnilink elite, electronic instructions for use (eifu) states: prior to using the omnilink elite stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 201 improper or incorrect procedure or method - failure to follow steps / instructions was added.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery with mild to moderate calcification. The 10.0x39mm omnilink elite peripheral stent system was prepared per instructions for use (IFU) without any resistance or force applied. The device was advanced to the target lesion; however, there was no stent on the balloon under fluoroscopy. The stent dislodged during preparation and was found on the table in sterile field. Another same size omnilink elite stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.